Event description:
It was reported that while in use, on a patient this 980 ventilator generated an alarm "but the alarm did not sound and the status indicator lights remained normal (green)." The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. The logs were reviewed and there is no evidence that the alarm did not ring.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section h9: 806 number 8020893-03142022-01-c this report is being submitted as part of remediation activities associated with CAPA#643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are not reported as mdrs; this is not a new malfunction/event. H3 device evaluation summary: reportability reassessed based onthe 806 report submitted to the FDA. Medtronic conducted an investigation based upon all information received. It was reported that pb980 ventilator generated a visual alert, "but the alarm did not sound and the status indicator lights remained normal (green)." The logs were reviewed and there is no evidence that the alarm did not ring. The service personnel (sp) inspected the ventilator and found no reproducibility, but due to the phenomenon, the cable and connector connections in the gui were checked. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The investigation found the device to function normally as expected. Further action is not required because the event is in scope for fca z-0966-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.